Manufacturer narrative:
H1: updated reportable event type to death. H6: conclusion coding remains unchanged. The patient outcome was provided in japan endovascular symposium 2022 (jes2022) presented on (B)(6) 2022. The presentation title: "a case in which ascending aortic dissection occurred during 2-debranch tevar and could not be saved despite ascending aortic replacement". Additional information: the patient was admitted to the ICU under ECMO assistance, but the patient¿s hemodynamics did not recover, and the patient expired 3 hours later.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment using a gore® tag® conformable thoracic stent graft with active control system (ctag/ac) and a gore® tri-lobe balloon catheter (tri-lobe) as an accessory for an aortic arch aneurysm. As a concomitant procedure, two debranch procedures were performed. The two ctag/ac devices were deployed as planned and touch up was performed with a tri-lobe balloon catheter. A minor proximal type I endoleak was confirmed by angiography. Touch-up was performed again with the tri-lobe balloon, then the arterial pressure disappeared, and no pulse was felt by palpation. Angiography revealed a retrograde type a dissection and a rupture. Ballooning was not done outside the graft. It was not identified whether the aneurysm ruptured, or the dissected portion ruptured. The procedure was converted to ascending aorta replacement. The patient was unable to be weaned from the artificial heart-lung machine and returned to the intensive care unit on the percutaneous cardiopulmonary support device (pcps). The physician stated: the patient had a history of type b dissection (the false lumen had resolved at follow-up) in 2009 and was taking two immunosuppressive agents due to chronic rheumatism, so the vascular properties may have been fragile. The second touch-up was performed with the same force as the first touch-up.